Event description:
#Medwatcher #(B)(4). My device was covered through my insurance. My menstrual cycle has been getting worse by the months. Currently I have my period for about 7 days of heavy bleeding. The 1st 3 days I have to change a super tampon and an overnight pad every 2 hours. If at night I don't get up to change it the excessive bleeding causes significant accidents in bed. I have cramping feeling all month long, my stomach is bloated and I have excessive pelvic and pelvis pain . When I sit for long extended period of time I get bad back pains, and soreness on my left ovaries side. I feel more pain on your left than on any other part. The left side also feels hot to the touch when it hurts. The discomfort and pain during intercourse has increased with time. At times is not tolerable I have to stop and I am sore in my abdominal are for days after. I had a pap smear and my doctor told me my uterus is enlarged, she thought I may be pregnant but after test, ultrasounds I was told I was ok, no explanation for my pain and discomfort.